Manufacturer narrative:
The field service engineer (fse) replaced the vacuum and sipper nozzles, cleaned the vacuum flow path, and exchanged a chipped dilution cup. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged discrepant sodium assay results for two patient samples tested on a cobas pure c 303 analytical unit. Sample 01: the initial result was 149 mmol/l. The repeat result was 141 mmol/l. Sample 02: the initial result was 157 mmol/l. The repeat result was 151 mmol/l.